Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of the peritonitis was a water borne pseudomonas organism. On an unreported day the same month, the patient was treated with cefepime (1 gram and frequency not reported) for 2 weeks via ip for peritonitis. On unreported date in the same month, the patient was discharged from the hospital. Approximately a month later, the patient was re-hospitalized for the same peritonitis. The patient was not fully recovered from the first peritonitis. The patient was re-started the treatment with cefepime ip (1 gram and frequency not reported) for a total of 24 days for peritonitis. The treatment with cefepime was still ongoing and the patient was recovering from the peritonitis. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers 13e15h25 and 13f12h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On unreported date in (B)(6) 2013, the patient experienced peritonitis. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.